Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Customer continued using the pump for insulin therapy.